Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep left voicemail: driver tip broke in screwhead during surgery complaint form sent. Per complaint form: physician decided to drive screw in further and the tip of the screwdriver off in the screwhead. Tip of screwdriver left in screw head. No adverse consequences to patient.

Manufacturer narrative:
The 5.5 viper universal polyaxial driver (product code: 2797-34-000n, lot number: gm4222402) was returned to the customer quality unit (cqu). The returned driver was found to have its tip broken off. The broken tip was not returned. The driver was subsequently submitted for fracture analysis. Optical imaging of the fractured surface reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending around the cannulation. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the sample and information available. The results of fracture analysis have determined that a probable root cause is a quasi-static overload torsional shear failure starting at the hex lobes and extending around the cannulation. This may have occurred due to unexpectedly high amounts of torque applied during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.